Event description:
It was reported by service report that the footboard does not work which caused the scale and bed exit system to be unavailable. The customer could not determine whether there was patient involvement or adverse consequences.